Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that their insulin pump had a flashing display, alerting and vibrating. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the father took the battery out and the vibrating stopped but the insulin pump was still flashing and alerting. It was reported that the customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify if unit was not received stuck in manufacturing mode due to blank flashing white lcd. Unit had blank flashing white lcd with audio beeps and vibrate alert due to cracked lcd controller. Unable to perform the self-test, sleep current measurement, active current measurement and displacement test and unable to verify missing segments due to blank flashing white lcd. Unit had scratched case and cracked retainer.